Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started rewarming at 2130. The patient temperature got up to 34c but has seemed to stop warming now. The device was alarming 113. Confirmed water flow rate (wfr) was 0.4 l/min. Explained flow rate and correlation with heater capacity. Had nurse stop therapy, empty the pad, and disconnect. Had nurse straighten the tubing and confirm no kinks or bends, nurse stated one of the pad tubing did seem to be slightly kinked. Had nurse reconnect pad with proper technique and resume therapy. After a few minutes, water flow rate (wfr) was 0.9 l/min. Nurse would monitor and call back with any issues.

Event description:
It was reported that the nurse stated that they started rewarming at 2130. The patient temperature got up to 34c but has seemed to stop warming now. The device was alarming 113. Confirmed water flow rate (wfr) was 0.4 l/min. Explained flow rate and correlation with heater capacity. Had nurse stop therapy, empty the pad, and disconnect. Had nurse straighten the tubing and confirm no kinks or bends, nurse stated one of the pad tubing did seem to be slightly kinked. Had nurse reconnect pad with proper technique and resume therapy. After a few minutes, water flow rate (wfr) was 0.9 l/min. Nurse would monitor and call back with any issues.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Potential failure mode as 1.3 pad lines kink causing low flow and reduced heat transfer. A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be related to an event previously reported 1018233-2025-03252. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started rewarming at 2130. The patient temperature got up to 34c but has seemed to stop warming now. The device was alarming 113. Confirmed water flow rate (wfr) was 0.4 l/min. Explained flow rate and correlation with heater capacity. Had nurse stop therapy, empty the pad, and disconnect. Had nurse straighten the tubing and confirm no kinks or bends, nurse stated one of the pad tubing did seem to be slightly kinked. Had nurse reconnect pad with proper technique and resume therapy. After a few minutes, water flow rate (wfr) was 0.9 l/min. Nurse would monitor and call back with any issues.